Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer received tips from technical support for preventing altitude alarms and was able to resume insulin delivery with the original cartridge.